Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was dropped to over 42 mg/dl at time of incident. Customer reported they feel okay to troubleshooting. Customer had using insulin pump system within 48 hours of reported low blood glucose event and auto mode was not active. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was over delivering. Customer treated with food. The insulin pump will not be returned for analysis.